Event description:
It was reported that an ilet device exhibited hardware damage in the form of delamination with splitting at the seam, confirmed by customer-provided photo and serial verification, and a replacement device was arranged. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no need for medical care, with the user reverting to an alternative insulin therapy during the interim. Investigation included customer interview, photo review, and logistical verification of device details. Investigation of this case revealed a screen bezel or enclosure separation consistent with a mechanical integrity issue affecting the device housing. It was concluded, based on previously established findings for similar reports, that the cause was product quality¿related related to component or assembly integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device.malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.